Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old male patient, the device failed to discharge on the first three attempts. The device did deliver a shock on the fourth attempt. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. During the evaluation, the battery power pins were able to be moved slightly. However, testing of the device could not confirm if they contributed to the reported malfunction. The battery involved in the event was not available as part of this investigation. The battery terminals were tightened and the processor/bridge/pace board was replaced as a precaution. The multi-function cable used during this event was not returned. Analysis of reports of this type has not identified an increase in trend.